Event description:
As reported in a literature article (li, conghui ,et al. ¿stent-assisted coiling of ruptured wide-necked intracranial aneurysms¿, interventional neuroradiology, (2013): 19:283-288) a patient (patient # 18) experienced in-stent thrombosis during stent-assisted coiling of a ruptured wide-necked right posterior communicating artery aneurysm. An enterprise stent (enc lot and catalog numbers unknown) was used for the procedure, but the specific brand of coils used in the patient was not reported. The stent was used 3 days after subarachnoid hemorrhage. The patient had a hunt and hess grade of 2 and glasgow outcome scale of 5. It was reported that 3000 iu of heparin was administered intravenously after the first coil deployment. A loading dose of 300mg clopidogrel and 300mg aspirin was given orally or thorough a nasogastric tube 2 hours before treatment and 100mg aspirin daily for three to six months was started immediately after the procedure. The in-stent thrombosis was treated with 5mg tirophiban via the guiding catheter.

Manufacturer narrative:
As reported in a literature article (li, conghui ,et al. ¿stent-assisted coiling of ruptured wide-necked intracranial aneurysms¿, interventional neuroradiology, (2013): 19:283-288) a patient (patient # 18) experienced in-stent thrombosis during stent-assisted coiling of a ruptured wide-necked right posterior communicating artery aneurysm. An enterprise stent (enc lot and catalog numbers unknown) was used for the procedure, but the specific brand of coils used in the patient was not reported. The stent was used 3 days after subarachnoid hemorrhage. The patient had a hunt and hess grade of 2 and glasgow outcome scale of 5. It was reported that 3000 iu of heparin was administered intravenously after the first coil deployment. A loading dose of 300mg clopidogrel and 300mg aspirin was given orally or thorough a nasogastric tube 2 hours before treatment and 100mg aspirin daily for three to six months was started immediately after the procedure. The in-stent thrombosis was treated with 5mg tirofiban via the guiding catheter. Additional information indicated that patient #18, was treated with aspirin and plavix, 300mg for each pre-operation. He was treated with low molecular heparin for 2 days post-operation, after 2 days of the operation, took one tablet of aspirin and plavix. The coil used is microvention hypersoft 1.5*2. During the procedure, the patient had thrombus and treated with urokinase immediately. The patient is fine now. All the involved batch number for the 3 patients could not be detected. The enterprise vrd remained implanted and the lot number is not known; therefore, the device history record reviews cannot be completed. Thrombosis and neurologic changes are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was non-compliant with an antiplatelet regimen just prior to the thrombotic event. Review of the limited information suggests that medication regimen factors may have contributed to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The catalog and lot number for the devices were not provided, therefore, the device noted (unk enterprise enc) represents an enterprise vrd that the catalog number begins with enc. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.